Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer had initially reported an adhesive issue with the adc sensor and sensor prematurely detached after less than 4 days of wear. On (B)(6) 2022, customer reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Customer experienced ¿legs breaking out because blood sugar is high¿, requiring unspecified treatment via third-party healthcare professional. There was no report of death or permanent injury associated with this event.